Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Device code of 2907 captures the reportable event of dart detachment. An examination of the returned capio device revealed that the 10 riveting pins were in place. The cage was deformed/damaged and was bent outwards like it was forcibly pulled out, indicating issues to remove the dart from the device; consequently confirming the reported complaint. The suture was not returned with the device; therefore it could not be confirmed if the suture broke during the procedure. Moreover, a functional analysis could not be performed due to the device condition (cage was deformed/damaged). The DHR review was performed and no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. Based on the information available, the investigation concluded that the most probable cause for the reported issue is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament suspension procedure performed on (B)(6) 2019. According to the complainant, during the procedure, during deployment of the device on the patient's right side, the dart got stuck in the capio cage and the suture broke. The dart was then retrieved from the capio cage. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament suspension procedure performed on (B)(6) 2019 according to the complainant, during the procedure, during deployment of the device on the patient's right side, the dart got stuck in the capio cage and the suture broke. The dart was then retrieved from the capio cage. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.